Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump had a broken belt clip. Blood glucose reading was 500 mg/dl. The customer had treated with 5 units of insulin from the insulin pump. Advised that a replacement belt clip will be sent. Nothing further reported.